Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21. Customer's blood glucose was 125 mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. The customer stated that the device was not stored or not in use for an extended period of time. The customer was advise to monitor the insulin pump. The customer was advised that we would send cot pump as vibration did not stop. The customer agreed to return oow pump.